Manufacturer narrative:
(B)(4): visual and microscopic examination of the returned device revealed the stent had moved distally on the balloon; the 3rd stent row was positioned over the distal markerband. Stent damage was also identified. The middle and proximal stent sections were severely misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015' product mandrel was inserted through the lumen with no restrictions noted. Visual and microscopic examination identified kinks along the entire length of the hypotube shaft. Solidified contrast media was present within the entire length of the inflation lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a percutaneous coronary intervention procedure, the stent system could not cross the lesion. The 90% stenosed lesion was located in the very tortuous left circumflex (lcx) artery. Pre-dilatation was performed with an unknown balloon. The 2.50x20mm promus element everolimus-eluting coronary stent system was inserted into the patient, but was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, device analysis revealed the stent had moved on the balloon and was damaged. This product is only ous approved but it is similar to an approved us device.